Event description:
A customer reported obtaining unexpected negative reactions when testing donor units with blood grouping reagent anti-jka, lot 614007-1.

Manufacturer narrative:
The customer is using 1 drop of anti-jka blood grouping reagent to perform manual testing and incubating at 37c for 15 minutes. The package insert recommends 1 to 2 drops and incubation for 15 to 30 minutes at 37c. Testing was performed by two different technologists. The customer instructed the technologists to use two drops of antisera as the drop size for the antisera appears to be smaller than other antisera and may vary depending on how the dropper is held. In-house testing was performed by immucors product investigations lab which confirmed the reactivity of retention anti-jka, lot 614007-1 by testing the antisera with four jk(a+b+) and four jk(a-b+) reagent red blood cells from retention panocell-20 , lot 12576. Controls performed as expected and reagent red blood cells exhibited the expected reactivity. Retention product performed as expected. No product deficiencies were identified.